Manufacturer narrative:
Load cell sensor cable, nurse call connector screws, cotter rue ring.

Event description:
It was reported by svc report that the brakes were not holding, the scale was inaccurate, and the nurse call was not functioning. No pt involvement or adverse consequences are reported.